Manufacturer narrative:
Lot # - r18g28105 or r18g23114. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing separated from the y-site of a clearlink system continu-flo solution set which resulted in a leak. During priming, the customer observed that there was a leak from the tubing. The customer attempted to adjust the tubing and the tubing became disconnected. There was not patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the third clearlink y-site. The insertion of the tubing into the male luer was measured, and the insertion dimensions were found to be within specification. Dimensional tests were performed on the tubing and y-site and the results were satisfactory. Further visual inspection revealed excess solvent on the tube. The reported condition was verified. The cause of the condition was due to excess solvent application by the machine during manufacturing of the product. A batch review was conducted for both potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.